Manufacturer narrative:
(B)(4). The received unit was tested and the reported event of 'touch screen unresponsive' was duplicated. The software was updated to the most current revision and the coin battery was replaced as the existing coin battery voltage was found to be low. An operational verification testing was performed on the unit before returning it to the customer.

Event description:
Covidien received information stating that during testing, when the ventilator completed the boot up process, the touch screen was unresponsive. The device was not in use on a patient when this event occurred.